Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced mild stress incontinence. (B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary frequency, dribbling, nocturia, urinary urgency, incomplete bladder emptying. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary frequency, dribbling, nocturia, urinary urgency, incomplete bladder emptying.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, urgency, urinary frequency, nocturia and stress incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that post implantation, patient experienced pain, urinary disturbances, bleeding and dyspareunia.(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.